Event description:
Customer wore a pod on the "back of [his] right arm" for the "entire 3 days." On the second day of wear he began "feeling pain." The pain got "progressively worse" and started to itch on the 3rd day. When the pod was removed, the site appeared "red, swollen and irritated." There was also "a small amount of white puss around the cannula." The customer saw his doctor and was prescribed antibiotics and stated he will go back for "further treatment." The customer reported that he never cleans the site before placing a pod.

Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any product condition contributed to the pt's infection. Product lot qualification records (including sterilization) were reviewed and determined to have met all acceptance criteria. The omnipod user's guide warns "to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water, and keep sterile materials away from any possible germs," and cautions "if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider." It advises to "at least a day, use the pod's viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge, or heat."